Event description:
This patient is implanted with a scs system which includes two leads from the same lot. It was reported that during the trial procedure the physician experienced difficulty in removing the stylet from the lead. The procedure was extended approximately by an hour. The patient was successfully programmed postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.